Event description:
The customer reported that the forceps broke with a cracking sound. No parts fell out of the body. The reported issue was observed during a therapeutic laparoscopy. The intended procedure was completed using other forceps. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (broken forceps) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that a damage to the jaws insert was caused during reprocessing. This type of breakage indicates a massive impact by excessive force, which can only occur when the jaws are wide open. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.